Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1600 discarditii 5ml with 23x1 leaked. The following information was provided by the initial reporter: "there is 15-20% drug leakage from the syringe tip during anesthesia when the syringe is inserted into quincke needles."